Event description:
It was reported to philips that the wired foot switch did not work. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by pressing the footswitch padel once more. It was reported to philips that the wired footswitch did not work. Upon troubleshooting, the philips remote service engineer (rse) checked the customer remotely and found that the wired footswitch did not work. The customer requested a replacement of wired footswitch with no engineer evaluation. To resolve the issue customer replaced the wired footswitch. The failure of the wireless footswitch can be attributed to the issues resolved in philips correction 2021-igt-bst-020. The defective part was sent for analysis, for wired footswitch failure was observed and failure was found to be anti-slips are missing, pickup bar is broken off, paint is coming loose, and the base metal is corroded. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by pressing the same wired foot pedal once more. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.